Event description:
It was reported the lesion was identified in the subscapular muscle of the left shoulder. An 8.5 x 72mm cannula was placed through the anterior portal, and through this, the accu-pass was passed, the subscapular was perforated with it, but the nylon with which the device comes, only passed about 2 cm and it was locked in the wheels , we tried to pull it with a recovery pin however it was broken. The device was removed and the second nylon was placed on it, but the same things happened, the suture was locked between the wheels. A second accu pass of the same reference was passed and this worked without any problem.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion.